Event description:
Event: pt was converted to open surgical repair. Pt with severe calcification at the aortic bifurcation. A second device was used, and was deployed without any problems. An angiogram showed a type 1 bilateral endoleak in the lower attachment site in the common iliac. The physician performed a cut down on the common iliac to anastamose the limb to the common iliac itself. An angiogram revealed no flow on the left common iliac. After seven hours into the procedure, and considerable blood loss, the physician decided to convert to an open surgical repair. The pt is in stable condition.